Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty front panel. The technician replaced the panel and subsequent functional verification testing was completed without further issues. The unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that an s3 double head pump displayed an error message during maintenance. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). The replaced s3 double head pump front panel was returned to livanova (B)(4) for investigation. During evaluation of the device, the reported issue was reproduced and was found to be caused by a bent pin on one component on the circuit board. Due to the bent pin, the solder joint was non-conforming. The returned part was scrapped. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.